Event description:
It was reported that during pretest, sterile water leaked from the foley catheter. Leak from the catheter shaft. Per follow up information received via ibc on 08jul2025, stated that the event occurred during preliminary testing was currently underway.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation, a tear was found on the rubberized layer causing inter lumen leakage. Hence, this complaint was confirmed related to manufacturing process. A potential root cause for this failure could be insufficient latex strength, low/non-uniform rubberize thickness, incorrect wire pressing technique, incorrect stripping technique etc. A review of the device labelling has been conducted for investigation purposed. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, h, UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, sterile water leaked from the foley catheter. Leak from the catheter shaft.